Event description:
It was reported that there is no image on the monitors of the stenoscop system. There was no report patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the dsmp2. The system was tested and found to be working as intended and placed back into service.